Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via friend/family member (pt rep) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for the last couple of days, the patient's implant battery had not been depleting as it normally would. Caller stated that the patient had not charged their implant for 3 days and the implant battery was still at 100%. Caller said that this morning, the implant was at 80% so they went to charge the implant, and within 10 minutes it went right up to 100%. Agent asked caller if patient had made any changes to their therapy or been seen for any reprogramming, and caller said no. Caller also mentioned that a couple times in the last week, the controller said that the stimulation was off, even though they hadn't turned it off. Agent walked caller through turning stimulation back on and caller confirmed that stimulation was back on. The troubleshooting steps that were taken on the call resolved the issue. 2024-aug-02 rtg0630020 (con): pt rep called back repeating issue from this case. Pt rep stated the last 2 days , implant is showing 100% as soon as they "put unit on their back". The last 3 days the stimulation itself has "shut off". Pt rep stated pt is not feeling the therapy; legs are numb and has pain. Agent confirmed implant battery will not deplete if stimulation is off. Pt rep also stated the controller battery is staying 100% as well. Agent had pt reset controller. Pt rep unlocked controller and confirmed stim is on, group a is outlined in green with controller at 100% and implant at 80%. Pt and pt rep denied that they have been using stim on/off button to turn the stimulation off. Pt rep thinks they are doing something wrong and wants to be seen in person to check it out. Pt is frustrated because they are having pain as they did "before". Agent asked - pt rep stated implant battery going from 100% to 0% is normally 2 days. The pt then got on the line and said they only let implant get down to 50% because it takes too long charging implant from 0 to 100%. Agent recommended to monitor implant battery depletion, provided nas # and redirected to hcp if issue does not resolve.